Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead was exhibiting low but stable pacing impedance due to possible insulation damage. The patient will be observed and no action was taken. The lead remains in use. No patient complications have been reported as a result of this event.